Event description:
The 11 french sheath/hemostasis valve leaked when the dilator was removed. The wire was not in at this time. The sheath hemostasis valve was not returned to datascope for evaluation. The item was discarded by the facility. (Event complications: unknown- reported 12/12/97.) (Pt's current status: unk- rpt'd 12/12/97.)